Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g3, g6, h2, h6 (type of investigaion), h10, h11 corrected fields: d4 (version or model), h6 (investigation findings, component codes). Additional customer contact phone: (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and found a problem with the extraction power cord. The fse recalibrated the drive pressure, as well as ran a trainer and test balloon for a few hours without any error occurrences. The fse performed calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had an apd error #16. No patient harm, serious injury or adverse event was reported.